Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Post-revision, patient reports that she is having pain in her hip, lower back, and groin and has suffered weight gain due to a loss of mobility. A cobalt level of 27.9 and a chromium level of 7.4 were reported to her in (B)(6) 2018. She is scheduled for revision on (B)(6) 2018.